Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: on (B)(6) 2004-sui, rectocele, weakened pelvic tissue and vaginal vault prolapsed, on (B)(6) 2004-cystocele, rectocele, partial vault prolapse, weakened pelvic fascia, and on (B)(6) 2005-sui, recurrent vaginal vault prolapse, anterior mesh erosion, rectocele. Concurrent procedures on (B)(6) 2004-sacrospinous ligament vault suspension, posterior colporrhaphy and mesh, on (B)(6) 2004-modified sacrospinous ligament vaginal vault suspension, anterior colporrhaphy, posterior colporrhaphy and placement of mesh, and on (B)(6) 2005-anterior/posterior colporrhaphy, mesh revision, pubovaginal sling with mesh , rectocele repair. It was reported that the plaintiff¿s records suggest a history of being found positive for the lupus anticoagulant, but she has no recollection of being tested for this and was never told she has lupus. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and recurrence. It was reported that the patient underwent a revision of mesh on (B)(6) 2006 for erosion of the mesh. It was reported that the patient underwent a revision of the mesh graft on (B)(6) 2008 due to mesh erosion and inflammation. It was reported that the patient underwent multiple trimmings done in-office on (B)(6) 2006, (B)(6) 2006, (B)(6) 2007 and (B)(6) 2007.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.